Event description:
The reported issue was mechanical hardware failure (av sticky valve). A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. Also a review of the serial number showed no additional complaints with this pump were reported. An internal CAPA was opened to investigate the reported issue.

Event description:
The following has been reported: biomed reported that pump giving an error that the cassette is misloaded. Biomed tried multiple cassettes. No patient harm. Asked mike if he cleaned the pins and sensor and if it happened during an active infusion, he did not respond about the active infusion question but reported that the bottom right pin was stuck, he cleaned and freed the pin, ran test infusion and no errors. Ok to return to patient use. No adverse event was reported. Pump was not returned for evaluation, however a review of the pump historical logs indicate that there was a mechanical hardware failure (av sticky valve). Fresenius kabi is submitting a retrospective report based on the av sticky valve; this has been previously attributed to a buildup of material that can affect the operation of the valves. A communication that provides additional training on proper cleaning materials and techniques had been released to customers in may 2024.

Manufacturer narrative:
Note - this issue was logged into a system used for customer implementation notes but did not have an accompanying product complaint opened for it. This was identified during continuous improvement activities. An internal CAPA was opened to address process gaps. One of the resulting actions of the CAPA was to perform a retrospective review and submit MDR's as necessary.